Event description:
It was reported that an ilet pump¿s touchscreen became cracked and unresponsive, rendering the screen not usable and causing trouble operating the device; the issue pertained to the touchscreen component and manifested as keys or buttons not responding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a problem consistent with a software-related issue and a failure localized to the touchscreen component associated with unresponsive key or button functionality. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.